Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted to the instrument. The single use loading unit (sulu) was received with a full complement of staples and the interlock was set. The cartridge cover was disengaged from the cartridge. No damage was noted to the knife blade. Functional evaluation the cartridge cover was returned to its proper position. The sulu and the returned instrument were applied to test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if an excessive force is applied to the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right hemi colectomy, when cutting on the colon, the device broke. As stated, they used another device to complete the case. There was no patient injury.